Manufacturer narrative:
E1: initial reporter city: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the polymer extrusion identified multiple kinks along its length. An attempt was then made to inflate the balloon to 12 atmospheres as per instructions for use (IFU), however, a leak was noted coming from the pinhole at the proximal markerband. Examination of the polymer extrusion shaft noted the inner lumen was stretched and bunched at 4.6cm from tip. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition as it is likely that the patients anatomy contributed to the reported event. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event description and returned product analysis, the material rupture was most likely caused by the interaction with the stenosed, moderately tortuous and mildly calcified artery which likely contributed to the inner lumen damage during withdrawal activities. Additionally, analysis identified multiple polymer extrusion kinks. The unreported kinks noted during device analysis occurred most likely due to post-procedure handling when repackaging the device for return.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified artery. A 15mm x 4.00mm wolverine cutting balloon was used for treatment. During the procedure, upon first inflation the balloon ruptured at 2-3 atm for 5-10 seconds at the proximal part of the balloon. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified artery. A 15mm x 4.00mm wolverine cutting balloon was used for treatment. During the procedure, upon first inflation the balloon ruptured at 2-3 atm for 5-10 seconds at the proximal part of the balloon. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.